Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and insert. Per procedure, this device is exempt from device history record review. The search identified other reports again the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from a metallic taste in her mouth, pain, difficulty ambulating, and popping. Update 3/2/15- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pina and broken greater trochanter. The cause/date of the fracture is unknown at this time. The stem/sleeve is being added for the fracture and part/lot is being added for the liner and femoral head. The complaint was updated on: 3/17/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no allegation reported. Added lawyer in associated contact, law firm, updated product details in ips including manufactured and expiration date, revision hospital, surgeon, updated medical history. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (right hip).